Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 803 was confirmed by a baxter service technician during product evaluation. This condition was caused by dirty prisms. The prisms were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 803. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.